Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered 14 units of insulin via bolus delivery. Reportedly the customer had administered a manual injection with the intention of cancelling the bolus delivery, but tandem technical support confirmed that bolus history shows that a 14 unit bolus was completed and not stopped. Customer's blood glucose level was 384mg/dl. Customer declined to provide any additional information.